Event description:
It was reported there was an abnormal noise from the power supply module when the power was turned on. There was no patient involvement. A philips field service engineer evaluated the device on site. It was determined that this was a malfunction of the ac power module which was replaced under fco86100201a, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the ac power module. The reported problem was confirmed.